Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 28 events were reported for this quarter.   Product return status: 23 devices were received. 1 device was not available for evaluation. 4 devices investigation type have not yet been determined.   Evaluation status: confirmed 15 reported events were confirmed during testing. 7 devices were found to be affected by internal corrosion. 8 devices were found to be affected by compromised lubrication. Not confirmed 6 reported events were not confirmed during testing; however: 3 devices were found to be affected by internal corrosion. 3 devices were found to be affected by compromised lubrication. In progress: 2 device evaluations are in progress.   Additional information: 28 devices were not labeled for single-use. 28 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 28 </noe> malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 28 previously reported events are included in this follow-up record. Product return status 25 devices were received. 3 devices were not available for evaluation.   Event confirmation status 16 reported events were confirmed; the cause traced to component failure. 7 reported events were not confirmed. 2 device evaluations are still in progress. Evaluation results 10 devices were found to be affected by internal corrosion. 12 devices were found to be affected by compromised lubrication. 1 device was found to be affected by worn components.

Event description:
This report summarizes <noe> 28 </noe> malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.